Event description:
Boston scientific received information stating: the patient received inappropriate shocks form an automatic implantable cardioverter defibrillator because the lead exhibited noise on the ventricular channel. Hospital: (B)(6) italy dr. (B)(6) event date: (B)(6) 2011 lead implant date-not stated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).